Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had underfilled. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 21-may-2024. H.6 investigation summary: one thousand (1000) samples and a photo were provided for investigation. The photo was reviewed and the indicated failure mode for no fill was observed. Twenty (20) returned samples were randomly selected and evaluated by functional testing. No issues were observed as all samples met specifications. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of no fill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had underfilled. There was no report of patient impact.